Event description:
It was that stent fracture occurred. The patient presented with myocardial infarction. The 85% stenosed, focal target lesion was located in the calcified and moderately tortuous left anterior descending artery. Following pre-dilation, a 2.50 x 38 mm synergy xd stent was deployed for treatment and post-dilated with a 3.50 mm non-compliant balloon. Angiography showed strut damage (fracture/separation) in the mid segment of the stent and a shorter length stent was used to complete the procedure. There were no patient complications.